Event description:
After placement into the patient, the distal pole of the ep catheter would not work. The catheter was removed and replaced. There was no harm to the patient. Manufacturer response for catheter, sustainability 7fr webster cs bi-directional deflectable catheter, f-j curve (per site reporter) manufacturer notified. Product handled by site.